Manufacturer narrative:
No review of manufacturing history records could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database doesn't show similar incidents related to a sepsis on a anatomic tka. The information shared by the surgeon indicated that the bacterial infection is due to a methicillin-resistant staphylococcus aureus. According to the various bibliographies on this species (staphylococcus aureus), and considering the most critical d10 value at 0.32 kgy, the desired nas of 10-6 is achieved with a maximum contamination of 10^72 cfu per device. As the risk of initial contamination above 10^72 cfu per device is negligible, irradiation at 25 kgy is sufficient to eliminate this type of germ. Our sterilization process therefore eliminates this type of germ, and the hypothesis that the infection originated in the manufacture of our devices is negligible. Without explant, reference, batch number, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the sepsis cannot be explained.

Event description:
Sepsis on a patient after 2 month of the implantation of a anatomic knee prosthesis. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2024. The implantation was performed on (B)(6) 2024. The revision surgical was performed on (B)(6) 2024. Involved devices : anatomic posterior stabilized femoral component (reference and batch number not communicated). Anatomic® fixed bearing insert (reference and batch number not communicated). Anatomic tibial base plate for fixed bearing insert (reference and batch number not communicated).